Event description:
An attempt was made to use an amphirion deep pta balloon catheter in a patient. The target lesion, located in the superficial femoral artery, was described as severely calcified and excessively tortuous with 90% stenosis. It was reported that the patient had significant peripheral arterial disease. The lesion was predilated. The balloon was inflated once at 6 atms for 3 minutes 21 seconds. However, it was reported that the balloon detached from the catheter inside the patient. The patient was sent to surgery for removal of the detached material. It was reported that the detached portion of the balloon was not successfully removed during the surgery. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
Lot # corrected to opi06646301. Results: patient's condition affected effectiveness of device (calcified and tortuous vessel); failure to follow instructions (device used past its expiration date). Conclusion: device failure/lack of effectiveness related to patient condition (calcified and tortuous vessel). (B)(4).

Event description:
DHR review performed for the lot # of the device involved in this event confirmed that the device was used past its expiry date. Evaluation summary: the device was returned divided in two parts. The first part of the device is composed of a corrugated balloon and 25 cm of kinked shaft. The second part of the device is composed of the luer and 1225 cm of kinked shaft. The guidewire tube inside the shaft is broken at 30 cm from the tip. The combined length of the 2 parts equals the entire usable length of the catheter. No components are missing.

Manufacturer narrative:
Results: no root cause can be determined based on the limited information provided. Conclusion: no conclusion can be drawn (no root cause can be determined based on the limited information provided).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.